Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant ") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, depression and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: fallopian tubes, essure had moved and was not in correct place'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pain'), ectopic pregnancy ('ectopic pregnancy') and cholelithiasis ('gastrointestinal or digestive system condition type: gallbladder disorder') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia from (B)(6) 2010 to 2018, pulmonary embolism, multigravida (((B)(6) 2002, (B)(6) 2005, (B)(6) 2007)), fatigue, malaise, hypercoagulation, kidney pain ((B)(6) 2012), flank pain, burning sensation, dysuria, abdominal pain, cholelithiasis, vaginal discharge, peripheral swelling, unspecified intestinal malabsorption, appendectomy, multi gravida, parity 3, suicidal ideation, postoperative bleeding, neisseria gonorrhoeae infection, gonorrhea, miscarriage, premature birth, vitamin b12 deficiency, menstrual flow excessive, genitourinary symptom and dizziness. On (B)(6) 2012: history provided. Abdominal pain real time examination of the pelvis utilizing both the transabdominal and transvaginal probes demonstrates the following: the uterus is normal in size measuring 6.1 x 4.5 x 4.4 cm. It is retroverted in position. No uterine masses are seen. A thickened and irregular endometrium of 1.4 cm thickness was demonstrated. While there is no sonographic evidence of a viable intrauterine gestation, the possibility of a very early pregnancy cannot be excluded. The ovaries are normal in size and texture with small follicular cysts present bilaterally. There is no evidence of adnexal masses or free pelvic fluid collections. Impression: retroverted uterus with thickened and irregular endometrium. The possibility of a very early pregnancy cannot be excluded. On (B)(6) 2017: addendum: error in previous dictation. Essure is located within the left cornua with prior right salpingectomy. Additionally, small left paraovarian cyst. On the right, immediately adjacent to the right ovary is either a small pocket of fluid versus less likely exophytic follicle history: sterilization consults. Patient is status post left salpingectomy for ectopic pregnancy. Patient had right, sided seizure placement. .multiple pregnancies since placement. Technique: real-time transabdominal and transvaginal ultrasound of the pelvis was performed findings: the anteverted uterus is normal contour and echotexture, measuring 2.0 x 4.5 x 4.5 cm. Cm. There is a right-sided essure with the proximal coil traversing the cornua projecting into the endometrial cavity by approximately 8 to 10 mm. There is a subcentimeter cyst along the left lateral wall of the endometrial cavity. The right ovary is normal in appearance containing several subcentimeter follicles. Involuting corpus luteal cyst measuring 1.5 cm. The ovary measures 3.4 x 2.1 x 2.3 cm, with' a volume of 8.4 cc. There is appropriate intraparenchymal blood flow. The left ovary is normal in appearance containing several subcentimeter follicles. The ovary measures 2.5 x .1.4 x 1.8 cm, with a volume of 3.3 cc. There is appropriate intra parenchymal blood flow. Small amount of fluid around the left adnexa. Impression: right-sided essure, as described in the body the report. Given the patient's history, confirmation with hysterosalpingogram as clinically appropriate. Previously administered products included for an unreported indication: coumadin and venofer. Concomitant products included ascorbic acid; beta vulgaris root; iron amino acid chelate; rosa canina fruit; rubus idaeus leaf (iron supplement with vit c & herbs) since 2012 and cyanocobalamin (b 12) since 2012. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and nausea ("nausea"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have hepatic enzyme abnormal ("gastrointestinal or digestive system condition type: liver enzyme imbalance"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: rashes on my hips"), abdominal pain lower ("lower abdominal pain"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and renal cyst ("tumor / teratoma / cancer type: cyst on kidney") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (cholecystectomy, laparoscopic left salpingectomy and removal of left essure device, hysteroscopy, right salpingectomy, bilateral salpingectomy, blood transfusion and underwent right salpingectomy in (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, ectopic pregnancy, cholelithiasis, depression, vaginal haemorrhage, menorrhagia, rash, nausea, dysmenorrhoea, abdominal distension, alopecia, abdominal pain lower, ovarian cyst, uterine leiomyoma and renal cyst outcome was unknown, the anaemia was resolving and the hepatic enzyme abnormal had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, cholelithiasis, depression, device expulsion, dysmenorrhoea, ectopic pregnancy, fallopian tube perforation, hepatic enzyme abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, rash, renal cyst, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient experience another three pregnancy episode in (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017 which captured under 2019-062166 , 2019-062174 and 2019-062175. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: surgical pathology report: final diagnosis: a) fallopian tube, left (salpingectomy): portion of fallopian tube with no diagnostic abnormalities b) essure and left tube (removal): fragments of fibroconnective tissue device as described in gross description clinical data: pelvic pain gross description: b) received fresh, labeled with the patient's name and designated "essure and left tube", consists of a single pink-tan cylindrical tube with metallic wire inside the lumen measuring 1.5 cm in length and 0.7 cm in diameter. The specimen is submitted entirely in one cassette. Sources: (a) fallopian tubes, left fallopian tube , surgical excision (b) tissue, pelvis - essure (and) left tube , surgical excision. Ultrasound pelvis - on (B)(6) 2012: history provided: pjo ovarian cyst real time examination of the pelvis utilizing both the transabdominal and transvaginal probes demonstrates the following: the uterus is normal in size measuring 8.4 x 4.3 x 3.8 cm. It is retroverted in position. No uterine masses are seen. A normal appearing endometrium of 6 mm. Thickness was demonstrated. A nabothian cysts are present within the cervix the ovaries are normal in size and texture with small follicular cysts present bilaterally. There is no evidence of adnexal masses or free pelvic fluid collections impression: retroverted uterus otherwise normal pelvic sonogram with no evidence of ovarian cyst. Ultrasound scan vagina - on (B)(6) 2012: clinical information given: right adnexal tenderness in comparison to a previous ultrasound exam of (B)(6) 2012 note is made of interval development of a single intrauterine gestation with a crown-rump length of 0.9 cm corresponding to an approximate gestational age of 6 weeks 6 days. No embryonic cardiac activity is identified. 2.3 cm and 1 cm unilocular right ovarian cysts are noted as well as several very small follicles several small left ovarian follicles are noted. There is a small amount of free intraperitoneal fluid within the left adnexa. Impression: an approximately 06 week 6 day intrauterine gestation is identified which is very likely nonviable. Clinical/laboratory correction is suggested. There is no sonographic evidence of right adnexa! Pathology.. Concerning injuries reported in this case the following ones were described in patient medical records: anemia, lower abdominal pain, abnormal bleeding vaginal, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received: reporter's information was updated. Added event ovarian cyst, fibroids, cyst on kidney. Event gallbladder disorder was updated to meddra llt gallbladder stones. Concomitant condition were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In may 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, depression and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: fallopian tubes, essure had moved and was not in correct place"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain") and ectopic pregnancy ("ectopic pregnancy") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pulmonary embolism, pregnancy ((B)(6)2002, (B)(6) 2005, (B)(6)2007)), fatigue, malaise, hypercoagulation, kidney pain ((B)(6)2012), flank pain, burning sensation, dysuria, abdominal pain, cholelithiasis, vaginal discharge, peripheral swelling, unspecified intestinal malabsorption, appendectomy, multi gravida, parity 3, suicidal ideation, postoperative bleeding, neisseria infection, gonorrhea, recurrent abortion and premature birth. On (B)(6)2012: history provided. Abdominal pain real time examination of the pelvis utilizing both the transabdominal and transvaginal probes demonstrates the following: the uterus is normal in size measuring 6.1 x 4.5 x 4.4 cm. It is retroverted in position. No uterine masses are seen. A thickened and irregular endometrium of 1.4 cm thickness was demonstrated. While there is no sonographic evidence of a viable intrauterine gestation, the possibility of a very early pregnancy cannot be excluded. The ovaries are normal in size and texture with small follicular cysts present bilaterally. There is no evidence of adnexal masses or free pelvic fluid collections. Impression: retroverted uterus with thickened and irregular endometrium. The possibility of a very early pregnancy cannot be excluded. On (B)(6)2017: addendum: error in previous dictation. Essure is located within the left cornua with prior right salpingectomy. Additionally, small left paraovarian cyst. On the right, immediately adjacent to the right ovary is either a small pocket of fluid versus less likely exophytic follicle history: sterilization consults. Patient is status post left salpingectomy for ectopic pregnancy. Patient had right, sided seizure placement. .multiple pregnancies since placement. Technique: real-time transabdominal and transvaginal ultrasound of the pelvis was performed findings: the anteverted uterus is normal contour and echotexture, measuring 2.0 x 4.5 x 4.5 cm. Cm. There is a right-sided essure with the proximal coil traversing the cornua projecting into the endometrial cavity by approximately 8 to 10 mm. There is a subcentimeter cyst along the left lateral wall of the endometrial cavity. The right ovary is normal in appearance containing several subcentimeter follicles. Involuting corpus luteal cyst measuring 1.5 cm. The ovary measures 3.4 x 2.1 x 2.3 cm, with' a volume of 8.4 cc. There is appropriate intraparenchymal blood flow. The left ovary is normal in appearance containing several subcentimeter follicles. The ovary measures 2.5 x .1.4 x 1.8 cm, with a volume of 3.3 cc. There is appropriate intra parenchymal blood flow. Small amount of fluid around the left adnexa. Impression: right-sided essure, as described in the body the report. Given the patient's history, confirmation with hysterosalpingogram as clinically appropriate. Previously administered products included for an unreported indication: coumadin and venofer. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since 2012 and cyanocobalamin (b 12) since 2012. In (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and nausea ("nausea"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), gallbladder disorder ("gastrointestinal or digestive system condition type: gallbladder disorder") and alopecia ("hair loss") and was found to have hepatic enzyme abnormal ("gastrointestinal or digestive system condition type: liver enzyme imbalance"). On (B)(6)2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: rashes on my hips") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic left salpingectomy and removal of left essure device, hysteroscopy, salpingectomy (one side removal of fallopian tube), bilateral salpingectomy, blood transfusion and underwent right salpingectomy in (B)(6)2012). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, ectopic pregnancy, depression, vaginal haemorrhage, menorrhagia, rash, nausea, dysmenorrhoea, abdominal distension, gallbladder disorder, alopecia and abdominal pain lower outcome was unknown, the anaemia was resolving and the hepatic enzyme abnormal had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, depression, device expulsion, dysmenorrhoea, ectopic pregnancy, fallopian tube perforation, gallbladder disorder, hepatic enzyme abnormal, menorrhagia, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient experience another three pregnancy episode in (B)(6) 2013, (B)(6)2015 and (B)(6)2017 which captured under (B)(4), (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Pathology test - on (B)(6)2017: surgical pathology report: final diagnosis: a) fallopian tube, left (salpingectomy): portion of fallopian tube with no diagnostic abnormalities b) essure and left tube (removal): fragments of fibroconnective tissue device as described in gross description clinical data: pelvic pain gross description: b) received fresh, labeled with the patient's name and designated "essure and left tube", consists of a single pink-tan cylindrical tube with metallic wire inside the lumen measuring 1.5 cm in length and 0.7 cm in diameter. The specimen is submitted entirely in one cassette. Sources: (a) fallopian tubes, left fallopian tube , surgical excision (b) tissue, pelvis - essure (and) left tube , surgical excision.. Ultrasound pelvis - on (B)(6)2012: history provided: pjo ovarian cyst real time examination of the pelvis utilizing both the transabdominal and transvaginal probes demonstrates the following: the uterus is normal in size measuring 8.4 x 4.3 x 3.8 cm. It is retroverted in position. No uterine masses are seen. A normal appearing endometrium of 6 mm. Thickness was demonstrated. A nabothian cysts are present within the cervix the ovaries are normal in size and texture with small follicular cysts present bilaterally. There is no evidence of adnexal masses or free pelvic fluid collections impression: retroverted uterus otherwise normal pelvic sonogram with no evidence of ovarian cyst.. Ultrasound scan vagina - on (B)(6)2012: clinical information given: right adnexal tenderness in comparison to a previous ultrasound exam of (B)(6)2012 note is made of interval development of a single intrauterine gestation with a crown-rump length of 0.9 cm corresponding to an approximate gestational age of 6 weeks 6 days. No embryonic cardiac activity is identified. 2.3 cm and 1 cm unilocular right ovarian cysts are noted as well as several very small follicles several small left ovarian follicles are noted. There is a small amount of free intraperitoneal fluid within the left adnexa. Impression: an approximately 06 week 6 day intrauterine gestation is identified which is very likely nonviable. Clinical/laboratory correction is suggested. There is no sonographic evidence of right adnexa! Pathology.. Concerning injuries reported in this case the following ones were described in patient medical records: anemia, lower abdominal pain, abnormal bleeding vaginal, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Product indication updated. Other relevant history updated. Lab data updated. Events: abnormal bleeding vaginal, menorrhagia, rashes or skin conditions type: rashes on my hips, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating, gastrointestinal or digestive system condition type: gallbladder disorder, perforation (other) please describe and state the location of the perforation: fallopian tubes, gastrointestinal or digestive system condition type: liver enzyme imbalance, device expulsion, event pregnancy was updated with event ectopic pregnancy. Event spontaneous abortion was deleted. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.